Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: posterior myometrium wall') in an adult female patient who had essure (batch no. B63031-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: posterior myometriu wall"), genital haemorrhage ("abnormal bleeding (general)"), psychological trauma ("psychological or psychiatric problems"), bladder disorder ("psychological or psychiatric problems, bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain/buttocks pain"), pain in extremity ("feet pain"), arthritis ("arthritis") and fibromyalgia ("fibromyaligia") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, hormone level abnormal, genital haemorrhage, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, vulvovaginal pain, pelvic pain, abdominal pain, back pain, neck pain, musculoskeletal pain, arthritis and fibromyalgia outcome was unknown. The reporter considered abdominal pain, arthritis, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hormone level abnormal, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on 10-jan-2014: total bilateral occlusion. Lot # reported (b63031) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: posterior myometrium wall') in an adult female patient who had essure (batch no. B63031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: posterior myometrium wall"), genital haemorrhage ("abnormal bleeding (general)"), psychological trauma ("psychological or psychiatric problems"), bladder disorder ("psychological or psychiatric problems, bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain/buttocks pain"), pain in extremity ("feet pain"), arthritis ("arthritis") and fibromyalgia ("fibromyalgia") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, hormone level abnormal, genital haemorrhage, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, vulvovaginal pain, pelvic pain, abdominal pain, back pain, neck pain, musculoskeletal pain, arthritis and fibromyalgia outcome was unknown. The reporter considered abdominal pain, arthritis, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hormone level abnormal, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jan-2020: plaintiff fact sheet received. New events added- device dislocation, hormone level abnormal, genital hemorrhage, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight increased, vulvovaginal pain, pelvic pain, abdominal pain, back pain, neck pain, musculoskeletal pain, arthritis and fibromyalgia. Lot number added. Product, patient & reporter information updated. Fu 02 & 03 processed together. On 3-feb-2020: plaintiff fact sheet received. No new clinical significant information received. Fu 02 & 03 processed together. On (B)(6) 2020: correction due to discrepancy between coding action item and match point coder query we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.